Manufacturer narrative:
After visual inspection of the reported device it was discovered that this device is not manufactured by stryker.

Event description:
The neck broke off, wear, metallosis and became a revision.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The neck broke off, wear, metallosis and became a revision.